Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak and no air bubbles. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 47 mg/dl. The customer treated low blood glucose value with glucose food. Based on customer¿s report customer reported that insulin pump had over delivery. The customer stated that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump and reservoir will be returned for analysis.